Event description:
(B)(4). The provider states the chair will shut down when the end user goes over a bump. He states the joystick wire is pulling out. He states the cable is two or three inches pulled away from the joystick exposing the wires. He states the cable was tied properly and he doesn't know how this happened. He states the wires aren't pinched are any visible physical damage. According to the provider there are no injuries noted. No additional information is available per the provider (B)(4).